Event description:
It was reported in a journal article that during a period from 2005 to 2008 they followed numerous pediatric patients with home monitors. It was reported that this right ventricular (rv) lead exhibited high thresholds and was suspected of having a dislodgement. The rv lead was surgically explanted. Several attempts to obtain model/serial, and location of lead have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.